Manufacturer narrative:
The event of " capsular contracture " is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported a left side "pain, burning feeling under armpits and capsular contracture baker grade unknown." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data: b5, b6, d1,d4, h4, h6, h10.

Event description:
Patient reported a left side "pain, burning feeling under armpits and capsular contracture baker grade unknown." Patient then reported ¿out of the capsule, out of the muscle again and giving tremendous complications, lymph nodes swollen under armpit, mesh pulling on my rib top of my rib, swollen on left side can't lift anything with my left arm, calcified, so huge on my left side, significant difference in size, moving back and forth from the pocket and into my muscle, been out of the pocket for 3 years, can't breath without it hurting and I can feel it pain my heart¿. Device remains implanted.